Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing fell apart while being primed. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "event #2 material no:(B)(4), batch no: unknown. It was reported that as the nurse was priming the tubing, it fell apart." "Report of tubing coming apart while nurse priming it."

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing fell apart while being primed. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "event #2 material no:2426-0500 batch no: unknown it was reported that as the nurse was priming the tubing, it fell apart." "Report of tubing coming apart while nurse priming it."

Manufacturer narrative:
Investigation summary customer reported the tubing fell apart, and returned the affected sample. The sample was clearly separated at the inlet of first smart site, and the complaint was verified. Under visual inspection under the microscope, the root cause is determined to be insufficient solvent applied during assembly. Dimensional analysis found tubing and smart site to be within tolerance. A device history record review could not be performed because a lot number was not provided by the customer.